Event description:
While attempting to insert implant (bunion surgery), the implant broke and the metal tip of the drillpin was left in the pt's bone. Surgeon believes the piece is well secured. Radiographs showed the tip is in the middle of the bones. Surgeon used a competitor's device to complete the case. This device is used for treatment.